Event description:
It was reported by svc report that the inlet filter was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Damaged ground prong in power inlet filter.